Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue: the display is so dim patient is unable to read anything and is not sure if insulin is being dispensed. Unable to troubleshoot pump. Blood glucose values are around 300mg/dl and patient had an "epileptic reaction" where they were hitting themself. Customer support advised patient to remove pump and use alternate method of insulin delivery. This complaint is being reported because patient experienced hyperglycemia and the pump could not be eliminated as a cause/contributor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.